Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two years ago. The aneurysm was 5 cm in diameter at the time of implant and currently the aneurysm is 5.3 cm in diameter. The vessel morphology at the time of implant was reported as the aortic neck was 24 mm in diameter, moderate aortic angulation and short (12 mm in length), there was mild tortuosity and mild calcification in the iliac arteries. The patient presented for a routine follow-up and the CT revealed a proximal type I endoleak. The aortic neck two years post implant was reported as the diameter at the renal arteries is 27 mm in diameter due to disease progression with aortic neck dilatation. The patient was successfully treated with the implantation of a 32 mm endurant aortic cuff and the proximal type I endoleak was resolved. During the placement of the endurant aortic cuff the physician inadvertently partially covered the renal artery. A 5x18 bare metal stent was implanted and there is good flow to the renal arteries. Received the site imaging from the three year and the aneurysm size has changed from 5.0 cm in diameter to 5.7 cm in diameter. There was no evidence of endoleaks. The physician will monitor the patient. No additional clinical sequelae was reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: aneurysm enlargement. Unknown cause. Conclusions: unknown cause.